Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports double pneumonia - symptoms included cough and congestion. Hospital stay for 2 days, received IV antibiotics, nasal spray, chest x-rays & bloodwork, a prescription to finish at home. Md seen second time received antibiotics, chest x-ray, antibiotic injection & nasal spray.